Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient seemed to be doing well following implant, for maybe the first month. It seemed the patient worsened over time. They had adjustments over the course of the year. The consumer stated that the patient had severe vomiting and had been hospitalized a lot. They were hospitalized during the report. The patient was also on dialysis. It was recommended that the patient follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient experienced abdominal pain, nausea and vomiting. The hcp noted that the patient's sugars were erratic and had advised them to follow up with their endocrinologist. They also increased stimulation rate. The cause of the symptoms worsening was noted to be that the patient had acute or chronic renal failure, which was worsening following nephrology. The patient was still in the hospital and on dialysis at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.